Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy the second time the device was fired the clips fall and some of the clips didn't even come to the mouth of the applicator. After a couple of times trying the clips come to the mouth in a bad shape.